Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 3. Details of surgery: implant surface not completely covered with bone. On 2024-02-05, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain, hypersensitivity and abscess. No further patient complications were reported.